Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise oversensing which was stored as non-sustained ventricular tachycardia (nsvt). The patient was directed to perform provocation maneuvers with continuous latitude monitoring. Noise was easily reproduced with the left arm across the body and moving around. If the left arm stayed still across the body the noise would dissipate. If the left arm reached across the body and moved around, noise was seen continuously. The patient is currently breast feeding and this is thought to have caused the increase in noise. Pocket manipulation was also performed but this did not produce noise. X-ray images from 2022 and 2020 were provided for boston scientific technical services for review. The review was concluded, and lead insulation integrity issue was suspected. Recommendations to replace the lead was suggested. It is the physician discretion to decide about the invasive approach. No adverse patient effects were reported. This device and right ventricular lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise oversensing which was stored as non-sustained ventricular tachycardia (nsvt). The patient was directed to perform provocation maneuvers with continuous latitude monitoring. Noise was easily reproduced with the left arm across the body and moving around. If the left arm stayed still across the body the noise would dissipate. If the left arm reached across the body and moved around, noise was seen continuously. The patient is currently breast feeding and this is thought to have caused the increase in noise. Pocket manipulation was also performed but this did not produce noise. X-ray images from 2022 and 2020 were provided for boston scientific technical services for review. The review was concluded, and lead insulation integrity issue was suspected. Recommendations to replace the lead was suggested. It is the physician discretion to decide about the invasive approach. No adverse patient effects were reported. This device and right ventricular lead remain in-service.